Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No alarms noted were noted during testing. The motor was tested outside the device and passed. All buttons responding properly. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip and liquid crystal display window and minor scratches on display window.

Event description:
Customer reports to have received a no delivery alarm and motor error alarm while attempting a bolus shot. Customer's blood glucose was 212 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.